Event description:
Information received with return of the explanted device notes that during the initial implant, various lead posi- tions were attempted with poor thresholds. Eventually, a position was secured with thresholds at 2.5 v, 0.5 ms. Lead impedance was 918 ohms. At the end of the procedure, no capture could be achieved at 7.5 v. The next day, capture thresholds were >7.5 v and impedance was 840 ohms. The lead was replaced. The patient had congestive heart failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received